Manufacturer narrative:
Continuation of d10: product ID {{d-evolutfx-2329}}; product lot/serial number {{(B)(6)}}; product type: {{0195 heart valves}}; implant date {{na}}; explant date {{na}} product ID {{l-evolutfx-2329}}; product lot/serial number {{(B)(6)}}; product type: {{0195 heart valves}}; implant date {{na}}; explant date {{na}}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification and an aortic bicuspid valve. After the first deployment attempt of a transcatheter valve, before a second deployment attempt was made, the valve was recaptured and an infold was observed at an implant depth between 2-3 millimeters (mm). Subsequently, the valve withdrawn from the patient due to the implant depth being too shallow. A second valve was opened and loaded; however, due to the infold and subsequent recapture of the first valve, the physician elected to abort the procedure and proceed with an alternative technology. Per the physician, patient anatomy contributed to the event. No patient complications have been reported as a result of this event.